Event description:
Customer reported the unit's interlock system was not operating. There was no reported pt injury. Investigation/conclusion: during diagnosis, inspection revealed a missing interlock screw and spring on the left hand side of the vaporizer. The fault is due to the retaining screw on the interlock rod loosening and becoming disconnected, the exact cause of which could not be determined. The user is to ensure that only one vaporizer at a time can be turned on, as stated in the tec 6 vaporizer operation and maintenance manual. According to datex-ohmeda records, this unit was last serviced in 1997. Datex-ohmeda recommends the tec 6 vaporizer be serviced every two years, as stated in the tec 6 operation and maintenance manual.